Event description:
During a system upgrade for MRI compatibility, this lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.